Event description:
It was reported that after an alc with xtendobutton, the patient developed deep vein thrombosis. The condition was treated with medication (xarelto 15 mg and apixaban) twice per day via oral. The patient recovered successfully. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the limited information provided we are unable to conclude factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.